Manufacturer narrative:
Report not confirmed. Evaluation could not identify any abnormalities with the device.

Event description:
It was reported that "hand piece "exploded" during surgery, dark liquid and most probably metal debris leaked into operation field, ball bearings are most probably damaged. Operation field was rinsed and some contaminated soft tissue removed." On follow-up it was noted that a strange noise was heard while using the device, the surgeon stopped drilling and liquid started coming out of the attachment.